Manufacturer narrative:
A getinge field service engineer evaluated the unit and found dried blood in pump all the way to the vacuum canister. Replaced all blood contaminated parts(cbl assy, pim to backplane, reservoir,pressure-vacuum, tube assy, drive manifold , fitting, muffer to reservoir, o-ring,buna, (B)(6), pneu fitting, in-line female, pneu fitting, in-line male, pneu fitting,in-line male ,regulator,drive, pressure transducer, 30 psia, 4" cable , screw,pan head, ss 2-56 x 1/8 , fitting,1/8 male to 3/8 barb , cable tie, 3.9 inch / 99 mm , fitting,1/8 female to 3/8 barb , muffler,1/8 npt, fitting,pneumatic,single barb ,tubing, clear polyurethane, 0.062" i.d., pneumatic module assy, helium reservior (B)(6) ,compressor, scroll ). Device passed all functional and safety tests according to factory specifications and released for customer use.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit is down, is not pumping. There was no patient involvement reported.